Event description:
It was reported that currently, as of the date of the report, the pump moved all the time with movement. Additionally, "the other day," the pump again "popped out," but not completely horizontally like before (see manufacturer's report number 3004209178-2015-12290 - pump flip, catheter kink). The next refill was scheduled for the next month. No patient symptoms were reported. The pump was being used to deliver baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2014(B)(6); product type catheter. (B)(4).